Event description:
Treatment of an avm. It was reported the catheter ruptured during contrast injection. No pt injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 23 cm from the distal tip. The appearance of the catheter is consistent with a rupture caused by catheter over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressure exceeding the limits of the catheter. The IFU includes a warning "when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded."